Event description:
Asr revision; right; asr resurfacing; reason(s) for revision: pain. Bi-lateral patient. For left side see (B)(4).

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Update: alert date 25 april 2017. Added additional reason for revision - component loosening (cup), and metal ions.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Asr revision right asr resurfacing reason(s) for revision: pain bi-lateral patient. For left side see com 030277 update alert date (B)(6) 2017 received claimsuite update and scf - attached added additional reason for revision - component loosening, metal ions, amended complaint category patient harm and product related, amended original implant date the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.